Manufacturer narrative:
Patient information was not provided.

Event description:
An emergency team member stated they responded to an individual who appeared to be having a stroke. When the team arrived they performed a blood glucose test on the patient using the contour meter and received a reading of 150mg/dl. No medication given. When they arrived at the emergency room the blood was re-tested and the reading was 20mg/dl. No additional information about the incident was provided. The customer is expected to return the test strips for evaluation. New meter and strips were sent.